Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received wherein due to being unable to reposition the lead, both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005461.

Event description:
It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention may occur later to address the issue.